Event description:
Event date above is approximate. Pt on drager ventilator received an overpressure series of breaths on automatic tube compensation. Subsequent tests have shown this to be a ventilator problem using the atc mode and small endotracheal tubes, very reproducible. This is a danger to pts, danger increases as pt size decreases. They have more test data and have notified the co.